Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Contact suspected that the cartridge tubing was bent; however, this could not be confirmed. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.